Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the adhesive on the bending rubber that was peeling off, the cause was due to damage or deterioration of the parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephrofiberscope was returned to the service center with a report of damaged scope. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive on bending section cover peeled off was found. There was no patient involvement.